Manufacturer narrative:
Concomitant medical product: w4tr01 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. Cultures were taken and antibiotics were administered. No further patient complications have been reported as a result of this event.